Event description:
It was reported that the entire system was explanted because the patient needed back surgery and because the therapy was not working for the patient. It was noted that the patient was not unhappy with the therapy. It was noted that the implantable neurostimulator (ins) eroded starting about 6 months ago and they had to remove it. It was noted that the patient was able to charge but could not feel any stimulation. It was noted that the patient thought they could not feel the stimulation due to other medical ¿hardware¿ in their back. It was noted that when the stimulation was up very high the patient could feel it but it make the neuropathy in the legs worse. It was noted that the nerves in the patient¿s feet were very bad at night due to therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).